Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that dose delivery inconsistency was observed during patient use at home. There was no reported patient harm.

Manufacturer narrative:
D9 - date returned to mfg: 1/14/2026. H3 and h6 codes - updated. The suspected device was returned for evaluation. The event history log was reviewed and there were no errors related to the customer complaint. No discrepancies related to the complaint were found during visual inspection. During the functional testing, the customer reported issue was not confirmed. Upon further investigation units' lcd lens was cracked and rear label was incorrect on device. The downstream occlusion (dso) sensor was calibrated. The software was updated to latest version and reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests.